Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. One corrective and preventive action was found. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for deflation issue on folysil catheters is specifically monitored. No other complaints were found for the lot number. Date of event is an estimated date.

Event description:
According to the available information patient was switched to a two-way catheter and the new balloon was found pierced.